Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "difference between breasts is visibly noticeable" confirmed by us and MRI. Patient later reported " lymphadenopathy" confirmed by MRI. This record is for left side. Patient later reported "this prothesis are included in the recall list". Device remains implanted.

Manufacturer narrative:
Medical review indicated, "¨potential findings identified in the diagnostic testing are not a formal diagnosis but rather potential findings and therefore can be inaccurate. Therefore, no coding is indicated at this time.¨ lymphadenopathy has been removed. Additional, corrected and/or changed data: d.5, h.6.

Event description:
Lymphadenopathy has been determined to be a potential findings and is not confirmed at this time. Therefore, lymphadenopathy is not reportable to the FDA at this time.